Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off of device. Prior to this incident, a solid tone was noticed. The device was retorqued, tested, and inserted into the trocar when it was noticed that the blade was missing. The broken piece of blade was located on the floor near where the device was tested. Another device was used to complete the procedure. There was no adverse consequence to the patient.